Manufacturer narrative:
Insulin pump received unable to perform the displacement test due to cracked and bleeding lcd.

Event description:
Customer's mother reported via phone call that the insulin pump screen had crack. Customer's blood glucose level was unknown at the time of incident. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.